Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that a stent became shortened. An unspecified innova stent was introduced to treat a target lesion in the superficial femoral artery. During surgery the length of the stent decreased from 8 cm to 5cm. The procedure was completed with this device without further intervention being required. No patient complications were reported and the patient's status is fine.